Event description:
While pulling the camera attachment out of the arm the push-in tab broke off. I pushed both tabs in and removed the piece easily without resistance and one of the tabs fell onto the floor after it was apart from the arm.